Event description:
User reports discrepant sodium results. One pt example provided. Initial result, 125 mmol/l, repeat 137 mmol/l. Initial result was not reported. The field service rep determined sv70 contamination to be the cause and cleaned sv70. Performance tests performed which were within specification.